Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, states: the device is indicated for use in the coronary arteries. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the lower extremity. A stent was implanted in the superficial femoral artery. The nc trek was advanced for post-dilatation, but met resistance with the implanted stent and the balloon sheared off the catheter. The balloon fragment was snared and completely removed. There was no reported adverse patient sequela or a clinically significant delay during the procedure. A new nc trek was used for post-dilatation to complete the procedure. No additional information was provided.